Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture per MRI and implant exchange due to patient's concern with the product. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported left side capsular contracture baker grade IV. Device has been explanted, replaced and discarded.

Event description:
Healthcare professional later reported left side capsular contracture baker grade IV. Device has been explanted, replaced and discarded.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken on posterior side assessed as fold flow opening. Anxiety-product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Additional observations: wear abrasion was observed. Stress marks were observed. Creases were observed. No further actions are required as no manufacturing issues are observed.